Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he is not happy, he has no depth perception and cannot see beyond six to eight feet. He reported he is tripping and stumbling around; and that his surgeon was supposed to make it to where he would just need glasses for reading, but it is not working out. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 02/09/2012 and 02/20/2012 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).